Event description:
It was reported that when the device was used during a hernia procedure, the staples would not close. Opened another device to complete the case. There was no consequence to patient.